Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6)

Event description:
Information was received indicating that both pumps were alarming no disposable with a smiths medical, cadd medication cassette attached. It was reported the cassette started alarming seven hours into the infusion. Per reporter the pump rate was 89 ml over 24 hours. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time